Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-apr-2022. H.6. Investigation: one sample was provided to our quality team for investigation. The product was inspected and no foreign matter or other contamination was found inside the device. A device history review was performed for the reported lot 2104076, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Ten retained samples of lot 2104076 were used for additional evaluation. All product was visually inspected, no foreign matter or other defects were observed within any of the product. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All manufacturing equipment undergoes proper maintenance and cleaning. DHR from lot 2104076 has been reviewed not finding any annotation or deviation regarding the alleged defect. Based on the sample evaluation and our investigation, we are not able to identify a root cause related to our process at this time.

Event description:
It was reported that a foreign particle was found inside the bd plastipak¿ hypodermic luer-lok¿ syringe after filling it with xylocaine. The following information was provided by the initial reporter, translated from french: "presence of a particle inside the syringe after filling (plastic of the piston?) The doctor noticed this before injecting xylocaine (subcutaneous). Current status of the patient : no clinical consequences, non-compliance detected before use but possible serious consequence if injection was intravenous. Actions taken in the care facility to manage the patient: change of syringe."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a foreign particle was found inside the bd plastipak¿ hypodermic luer-lok¿ syringe after filling it with xylocaine. The following information was provided by the initial reporter, translated from (B)(6): "presence of a particle inside the syringe after filling (plastic of the piston?) The doctor noticed this before injecting xylocaine (subcutaneous) current status of the patient : no clinical consequences, non-compliance detected before use but possible serious consequence if injection was intravenous. Actions taken in the care facility to manage the patient: change of syringe".

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2104076, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Ten retained samples of lot 2104076 were used for additional evaluation. All product was visually inspected, no foreign matter or other defects were observed within any of the product. Based on the available information, we are not able to identify a root cause related to our process at this time.

Event description:
It was reported that a foreign particle was found inside the bd plastipak¿ hypodermic luer-lok¿ syringe after filling it with xylocaine. The following information was provided by the initial reporter, translated from french: "presence of a particle inside the syringe after filling. (Plastic of the piston?). The doctor noticed this before injecting xylocaine. (Subcutaneous). - current status of the patient : no clinical consequences, non-compliance detected before use but possible serious consequence if injection was intravenous. - actions taken in the care facility to manage the patient: change of syringe."